Event description:
Caller reported a malfunction alarm occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, but the specific value displayed was unknown and showed as "high." The customer had not yet taken any actions to address the high blood glucose level and did not require assistance from a third party. Customer technical support provided pump reset information and assisted the caller in resetting the pump.